Event description:
It was reported to boston scientific corporation on june 16, 2022 that an ultraflex tracheobronchial uncovered proximal release stent was to be implanted to treat a malignant stricture in the lungs due to cancer during a bronchoscopy with stent placement procedure performed on (B)(6) 2022. During the procedure, the physician pulled the deployment suture but the ultraflex stent did not deploy. The stent was removed from the patient and the procedure was not completed. The patient was scheduled for another stent placement; however, the exact date is unknown. There were no patient complications reported as a result this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.